Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient was revised due to implant fracture. There was no reported trauma.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the interchangeable humeral assembly is fractured. Sem analysis of the interchangeable humeral assembly sample showed that it is suspected to have fractured due to overload. Crack initiation could not be identified on the fracture surface of the device due to excessive smearing throughout. Suspected indications crack initiation identified in a region. A non-smeared region on the fracture surface identified sheared ductile overload dimples. Due to excessive smearing, it is not clear if the mode of failure is bending overload or torsional overload. Xrf analysis showed that the device is consistent with ti-6al-4v alloy. Device history record (DHR) was reviewed and no discrepancies were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: overall sizing of the implant is appropriate. Alignment is disrupted secondary to fractured humeral component near the elbow joint. There is an elbow arthroplasty with fractured humeral component near the elbow joint. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.